Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse events of fungal peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, and the patient¿s transition to hd for rrt. The pdrn stated the cause of the patient¿s peritonitis is unknown; therefore, causality could not be firmly established. However, the pdrn reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum, pd catheter tunnel, and exit site. Of these infections, approximately 15% are fungal in nature and frequently require the removal of the patients¿ pd catheter. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report of a fresenius device(s) and/or product(s) failing to meet the users¿ expectations or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient was in the hospital due to peritonitis, candida. During follow-up, the patient¿s pdrn confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was admitted and treated with intraperitoneal (ip) vancomycin 1500 mg every three days and ceftazidime 1500 mg daily for 21 days. However, on (B)(6) 2025 the patient¿s preliminary peritoneal effluent fluid culture returned positive for candida parapsilosis, and the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a temporary hemodialysis (hd) catheter (not a fresenius product). The patient¿s vancomycin and ceftazidime were discontinued, and replaced with intravenous (IV) ciprofloxacin (dose, duration, frequency not provided), with the remaining antibiotics to be administered IV post hd. The patient was discharged on (B)(6) 2025 and is recovering from the serious adverse events. The patient will likely return to pd once the infection has cleared. The pdrn stated the cause of the serious adverse events is unknown, as the patient has impeccable technique. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. The patient is currently tolerating outpatient hd without any known issues.

Manufacturer narrative:
Additional information: d9, g4, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was no evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were visual indications of particulates within the cassette area. A (as-received with reduced dwell) simulated treatment was performed and completed. The cycler underwent and passed a system air leak test and a valve actuation test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient was in the hospital due to peritonitis, candida. During follow-up, the patient¿s pdrn confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was admitted and treated with intraperitoneal (ip) vancomycin 1500 mg every three days and ceftazidime 1500 mg daily for 21 days. However, on (B)(6) 2025 the patient¿s preliminary peritoneal effluent fluid culture returned positive for candida parapsilosis, and the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a temporary hemodialysis (hd) catheter (not a fresenius product). The patient¿s vancomycin and ceftazidime were discontinued, and replaced with intravenous (IV) ciprofloxacin (dose, duration, frequency not provided), with the remaining antibiotics to be administered IV post hd. The patient was discharged on (B)(6) 2025 and is recovering from the serious adverse events. The patient will likely return to pd once the infection has cleared. The pdrn stated the cause of the serious adverse events is unknown, as the patient has impeccable technique. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. The patient is currently tolerating outpatient hd without any known issues.